Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg was inoperable and no longer providing therapy. In turn, the patient had their scs ipg explanted and replaced to address the issue.

Event description:
It was reported that the patient lost therapy in (B)(6) of 2020.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life. Attempts were made to obtain complete event and patient information. Additional information was not provided.